Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3389-40, lot# j0455041v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389-40, j0546567v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that a patient's doctor measured a patient's therapy impedance and the value was greater than 4000 ohms and the current was less than 15 amps. It was noted that the doctor wondered if she'd done something wrong. It was reported that the patient's device was off when he saw the doctor and the patient didn't know why. The reporter stated that the patient had noticed that his tremor seemed a little bit worse and the doctor turned stimulation back on. It was noted that the patient didn't get a "big surge" or feel the device turn on. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that cause of the event was unknown. It was noted that the implantable neurostimulator (ins) was turned off during the patient¿s first visit to the clinic. It was noted that the health care professional turned the device on and there was an improvement of symptoms. No surgical intervention was performed. Signs and symptoms associated with the reported event were increased ¿pd¿ symptoms. There was no patient injury or hospitalization required. It was noted that the patient was unsure how long device had been off or what turned the device off.